Event description:
It was reported that the programmer had a broken case and telemetry failure. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure and the cable was therefore replaced. (B)(4).